Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken and fragmented image, along with flickering on the screen when connected to the processor for use. The device was not used on the patient and was replaced with a functioning similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure of image flickering was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit broken (charged coupled device) and the fiber bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be established. Based on the results of the investigation, it is likely the broken r-unit and damaged fiber bonding in the outer tube area of distal end led to the malfunction which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unspecified procedure.